Manufacturer narrative:
Exemption number: e2015015. Considering the surgical methodology, the dentist reported that the implant was immediately installed in an alveolus with signs of injury/ infection. Moreover, it was seen that the dentist has used more drills than recommended to perform the implant installation.

Event description:
(B)(4). The dentist reported that after 1 month dental implant was installed in intraoral region 18#, its non-osseointegration was observed. In addition, 20ncm of primary stability was achieved, the patient presented bone type iii, immediate implant was performed and bone graft was executed.